Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and alarmed a33 error during prime test due to faulty force sensor resistor however, the motor passed motor test. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error and pump error during priming. No further information provided.